Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. The customer changed the pump supplies and was able to successfully resume insulin delivery.